Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Follow-up conducted with the doctor's office indicated the device reached battery depletion. Premature battery depletion was questioned because of how the device was programmed and the patient's use.

Manufacturer narrative:
The lead was received in two pieces. Analysis found insulation abrasions from the inside out at 11.5 cm and 25.2 cm (under the df-1 svc coil) from the helix. The df-1 rv and df-1 svc cables were exposed in these areas. The df-1 svc coil and one of the df-1 rv cables were melted at 25.2 cm (under the df-1 svc coil) from the helix.

Event description:
Patient presented to the physician¿s office after receiving therapy with a fast heart rate. Device interrogation showed an alert for charge aborted due to possible output circuit damage. Data suggests the hv lead being damaged. Both the ICD and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.